Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), fallopian tube enlargement ("swelling of tubes") and ovarian enlargement ("swelling of ovaries"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage, dyspareunia, dysmenorrhoea, fallopian tube enlargement and ovarian enlargement outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube enlargement, genital haemorrhage, infection, ovarian enlargement, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: left 3 trailing coils, right 4 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), fallopian tube enlargement ("swelling of tubes") and ovarian enlargement ("swelling of ovaries"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage, dyspareunia, dysmenorrhoea, fallopian tube enlargement and ovarian enlargement outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube enlargement, genital haemorrhage, infection, ovarian enlargement, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: left 3 trailing coils, right 4 trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.